Manufacturer narrative:
The unit was returned to the company for inspection. The inspection showed that the flow control valve was a non-standard valve provided by a third party, (B)(4). The ner of the unit was out of specification, which is the result of a degradation of vacuum level. This results in a higher flow rate, which overdrove the capacity of the heat exchanger. The unit cannot function at the 6 lpm setting without delivering lox to the patient. Recommended regular maintenance should include ner testing as well as flow rate testing. The company does not recommend using third party parts when doing repairs.

Event description:
The company was notified on march 28, 2016 of an adverse event that occurred on (B)(6) 2016 involving a companion c1000 portable liquid oxygen tank. Allegedly, liquid oxygen was forced through the warming coils in the c1000 and out the cannula, causing liquid oxygen to go into the patient's nose. The unit has been returned for inspection and is currently awaiting non-destructive testing.

Event description:
The company was notified on (B)(6) 2016 of an adverse event that occurred on (B)(6) 2016 involving a companion c1000 portable liquid oxygen tank. Allegedly, liquid oxygen was forced through the warming coils in the c1000 and out the cannula, causing liquid oxygen to go into the patient's nose. The unit has been returned for inspection and is currently awaiting non-destructive testing.